Manufacturer narrative:
(B)(4). Batch #: u5ap22. Device analysis: the analysis results found that a cdh29a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was received: regarding "one side of the sterile packaging was damaged", could you please provide more details? There is one small hole on the plastic packaging. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Plastic. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Plastic bag. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Broken. Did the damage of the primary packaging compromise the sterility of the device? Yes. Please provide a picture (if available) - not available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the rectal cancer resection surgery, before used on the patient, noted one side of the sterile packaging was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.